Event description:
Reportedly, upon trying to deploy the paddle in the patient, a piece of the shaft broke off in the patient. The paddle would not deploy completely. A small piece of the instrument broke off in the patient. They are confident that they were able to retrieve it though. Proceudre: lap gastric bypass/roux-en-y.